Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: <(><<)>no>. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after flushing, the tether was cut and pulling the tether resulting it gradually became stiff and could not be pulled further. Tether twisting due to device rotation was suspected. The device and the catheter was rotated and moved and the tether became even stiffer, and further pulling risked dislodging the device and hence was retracted. Post-procedure examination of the catheter revealed a significant amount of thrombus when flushed, but it is unclear if the stiffness was due to the thrombus. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broken /cut/pulled apart. There was a mechanical issue with the inner shaft location within the recapture cone of the delivery system. Blood was observed in the lumen of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device. The tether and tether pin were separated from the delivery system. The tether was cut. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 10-mar-2025> h3: yes, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.